Event description:
Steris system 1e failed diagnostic for uv intensity of less than 12.9ma. Upon draining the uv ballast, found dirty water at discharge point. After flushing the system in service mode unit would operate for the rest of the day. Problem persisted each morning after sitting without use overnight. Mondays were worse after sitting for a weekend. Upon further investigation we found that the pentek ws-20bb water softener filter cartridge that was installed by steris is rated for 40-100°f (4.4-37.8°c). The water requirements for the steris system 1e are 109-140°f (43-60°c). The minimum recommended temperature for operation exceeds the maximum operating temperature for the softener cartridge. After removing the cartridge and flushing the system the dirty water has subsided. The filter assembly in question has a recommended replacement of every three months. This assembly is not standard and is only added by steris when hard water is present. The filter replacement did not occur during the pm because this is a user level task. We assisted in replacing the filter and had the same failure rate with a new filter. We were able to get the unit to run successfully by removing the filter media and flushing the uv ballast. The key problem we found is that the minimum recommended inlet water temperature for a system 1e is 109f and the maximum recommended operating temperature for this filter media is 100f. We believe that the higher temperature may be breaking down the filter media and causing this problem.